Event description:
"We received additional info from the medical institution in 2009. Pus was found inside a subcutaneous pocket at the removal on the event date. The facility checked the pus and found it was mrsa. The pt died due to mrsa infection. The device was placed two months prior, and it functioned as intended until two months later. Thus, we assume the infection occurred through infusion route or needle, and concluded there is no correlation between the catheter break and the cause of the pt death (septicemia)."

Manufacturer narrative:
The complaint of infection is inconclusive. Infections generally stem from poor maintenance, access or placement technique or pt physiology. All bas products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. The MFR maintains a validated sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt, so long as the integrity of the MFR's sterile seal has not been compromised. The complaint file documents indicate that the device was in place for approximately 63 days. Infections stemming from a non-sterile device would be manifested shortly after placement. Port or catheter related sepsis is listed in the product IFU as a possible complication with indwelling vascular devices. A chr is not possible, as no mfg lot # info has been provided by the complainant.